Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 536 mg/dl and the sensor glucose was 44 mg/dl. Customer's other blood glucose value was 200 mg/dl. Insulin delivery was suspended due to sensor values. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that they did not allege insulin pump was under delivering. Customer treated with insulin pump. The sensor will not be returned for analysis.